Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer dropped the pump onto the floor. Subsequently the pump shutdown and became unresponsive. There was no impact to the customer's blood glucose level. It was indicated that the customer has manual injections as alternate insulin therapy available.